Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2016, and then experienced a revision surgical procedure on (B)(6) 2017, approximately 8 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6), 02-010-01-0230 - logic femoral ps cem left sz 3; (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6), 204-70-00 - tibial stem ext. Screw. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, the implanted tibial insert component was not within the scope of the recall.